Event description:
It was reported that the customer had some ink inside of the insulin pump. Customer stated that she was not sure what it is. It is a black glob that looks like the same black that is filling in the icons at the top of the home screen of the pump. Customer also had two cracks on the actual pump, above and away from the screen. Customer stated that she cannot she her screen in full because she was unsure what the black ink glob was. Customer's blood glucose level was 144 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. Insulin pump was received with physical damage and bleeding lcd glass